Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the upper middle teeth started to touch the teeth under it when eating and causing pain (poor design). The teeth have mobility, the upper retainer doesn't fit properly, and there's air bubbles. Therefore, patient indicates being unable to continue due to full mouth srp (scaling & root planning) needed.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.